Event description:
Consumer alleges he lost control of the power chair and allegedly ran into a pole due to problem with the joystick. No injury alleged. Dealer alleges reported issues with the joystick is it cuts out and loses power. Dealer also alleges the joystick was 'off' and the chair allegedly veered to the right.

Manufacturer narrative:
RMA has not been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 1 year 7 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.